Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon interacted with the heavily calcified lesion such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the device was prepared per the instructions for use, prior to use. The balloon ruptured during the second inflation at 18 atmospheres for 20 seconds. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the circumflex artery. The 3.0x8mm nc trek balloon dilatation catheter (bdc) was not prepared per the instructions for use. The balloon of the bdc ruptured during the second inflation. The bdc was removed without resistance. The procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.